Manufacturer narrative:
As reported, an irregular break or notch at the proximal end (luer hub area) of a 5f ver 135° 100 cm tempo aqua diagnostic catheter upon opening the package. The device was not used, and another catheter of the same model was used to proceed with the procedure. There was no reported patient injury. The intended procedure was cerebral angiography. The damage was observed at the proximal end (luer hub area), and the device was noted to be deformed, with possible cracks. The product was stored and handled according to the instructions for use (IFU). No damage was noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepared per the IFU with no difficulty. The cath tempo aqua 5fver1350100cm device involved in the reported complaint was returned for investigation and identified as non-sterile. Visual inspection showed kinked and bent sections located approximately 24.0, 51.0, and 78.0 cm from the distal tip, with no abnormal conditions observed at the hub during unaided inspection. Functional flushing analysis could not be performed due to a splintered condition at the hub that prevented proper evaluation. Dimensional analysis conducted at the kinked and bent locations confirmed that both outer and inner diameter measurements were within specification. Microscopic analysis of the hub area revealed a splintered condition with surface plastic deformation and a localized scratch mark, which was not identified during unaided visual inspection but confirmed under magnification. These findings, along with the observed kinked and bent sections, are consistent with mechanical stress such as excessive bending, tension, or contact with another surface or object, indicating external mechanical interaction and stresses exceeding the material¿s yield strength. Based on the overall evaluation, there is no evidence to suggest that the observed condition is related to the manufacturing or design process. The reported ¿luer hub ¿ splintered ¿ fragments can be injected¿ was confirmed during product evaluation. The observed hub condition, including splintering with plastic deformation and localized surface damage, in conjunction with kinked and bent sections along the catheter shaft, is consistent with mechanical stress, such as excessive bending, tension, or contact with another surface or object. Evaluation findings suggest that external mechanical interaction contributed to the observed condition; therefore, handling and storage factors cannot be excluded. Based on the available information and product analysis, there is no evidence to suggest that the observed condition is related to the manufacturing or design process. Therefore, no additional actions will be taken at this time.

Event description:
As reported, an irregular break or notch at the proximal end (luer hub area) of a 5f ver 135° 100 cm tempo aqua diagnostic catheter upon opening the package. The device was not used, and another catheter of the same model was used to proceed with the procedure. There was no reported patient injury. The intended procedure was cerebral angiography. The damage was observed at the proximal end (luer hub area), and the device was noted to be deformed, with possible cracks. The product was stored and handled according to the instructions for use (IFU). No damage was noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepared per the IFU with no difficulty. One image was received and it shows a small, splintered condition. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.